Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was previously hospitalized due to a blood glucose level of 47 mg/dl. Customer's mother reported that the customer stumbling around, but was given juice to raise her blood glucose level. Caller reported that the customer then had a seizure. The insulin pump was not replaced or returned for analysis.